Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 11 previously reported events are included in this follow-up record. Product return status 6 devices were received. 5 devices were not available for evaluation.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. 5 reported events were not confirmed. Evaluation results 4 devices were found to be affected by a lubrication problem. 2 devices had no device problem found.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 7 devices were received. 4 devices investigation type have not yet been determined. Evaluation status: confirmed 1 reported event was confirmed during testing. 1 device was found to be affected by compromised lubrication. Not confirmed: 3 reported events were not confirmed during testing; however: 2 devices were found to be affected by compromised lubrication. 1 device was found to be affected by internal corrosion. 2 reported events were not confirmed during testing. In progress: 1 device evaluation is in progress.   Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.